Event description:
The customer reported that the sample ID for a single patient sample was associated with the incorrect patient name and tests when run on a vitros eci immunodiagnostic system. The affected sample ID was programmed for vitros anti-hiv and vitros hbsag, however vitros rubella igg was run instead. The mis-association of patient demographics and results may potentially lead to inappropriate physician action. No erroneous and/or unintended patient results were reported out of the laboratory as the customer identified the discrepancy. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The sample ID for a single patient sample was associated with the incorrect patient name and tests when run on a vitros eci immunodiagnostic system. The investigation determined that the customer reused a patient sample ID that had a pending program stored in the analyzer. The customer was referred to the device labeling, located in the vitros eci operator's guide, describing how to properly manage sample ID numbers that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID on a different sample without completion of the original request or deletion of the pending test will cause the original information to be carried forward. No device malfunction occurred. The root cause of this event is user error.